Event description:
The customer reported that while the unit was in use on a patient, the unit's screen went blank. The assist function was not affected. The patient was switched to another unit, and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative observed error code 4 (display interface fault) and error code 36 (keypad unit fault) in the unit's fault log. He replaced the display controller board and the video receiver. In an unrelated repair, he also replaced the battery. The unit was tested to factory specifications. It functioned normally, and was returned to the customer.